Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home pd system kaguya set leak from unspecified location. This issue occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to concomitant product: home pd system kaguya (previously submitted as amia) the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional underwater pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.